Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was transferred to a different hospital for a lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks for right ventricular (rv) lead noise/oversensing, high non-sustained ventricular tachycardia (vt), and high rate episodes. A lead integrity alert (lia) had triggered and a rv lead noise warning triggered for the rv lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.